Event description:
Patient reported left side rupture as well pain. Patient additionally reported device had "capsized" and "calcified". Healthcare professional additionally reported left side capsular contracture, baker grade not specified. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "pain", "capsized", "calcified", and capsular contracture, baker grade unknown